Event description:
It was reported the patient presented for an aveir implant procedure. During implant, it was observed the leadless pacemaker had tissue caught in the helix. The device was exchanged, and the procedure was completed without issue. The patient was stable.